Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had to have their device revised because they had fallen in very early 2017 and this fall caused the lead to be ¿pulled out¿ partially, which had been causing impedance issues. No other information was provided for this event. No further complications were reported at this time.